Event description:
It was reported that the remb micro drill ran without user activation during a dental procedure. A back-up device was used to complete the procedure with no patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when the quality investigation is complete.